Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 120 units of insulin. The customer reported blood glucose level was 300 mg/dl, which was addressed with a correction bolus. Tandem technical support educated the customer that based on insulin gauge calculations the fill estimate was accurate. The customer acknowledged and was satisfied.